Manufacturer narrative:
(B)(4) the reported complaint of "high pressure alarms" is not able to be confirmed. The product was not returned for investigation. According to the service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that: "pump died and had high pressure alarms." Additional information requested from the customer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "pump died and had high pressure alarms." Additional information requested from the customer.